Event description:
It was reported that the patient underwent a surgical procedure and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-06547. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2005 and mesh was implanted. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2014-11017. The same patient is represented in each medwatch.

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic organ prolapse and sui. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent mesh revision on (B)(6) 2006 due to vaginal mesh erosion after anterior posterior repair. It was reported that the patient underwent mesh revision on (B)(6) 2008 & (B)(6) 2014 due to mesh exposure. (B)(4).